Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis noted that the battery being used was not the manufacturer's recommended battery. Automatic functional test in test console showed no anomalies with the functions or values. Pre-conditional interim operation was performed with a new battery in dvi mode with 500 ohm resistive load, 80ppm rate, 15ma atrial output and 10ma ventricular output to confirm 10 days of continuous operation. A crack on the upper part of the case and deformed connective point for the battery were observed. (B)(4).

Event description:
It was reported that after a patient entered the laboratory for x-ray photo and electrocardiography, a nurse noticed that the patient's heart rate was at 65 bpm even though the external pulse generator (epg) was set at 80 bpm. The nurse detected that the power of the epg was unexpectedly turned off. The power was immediately turned back on. The epg pacing mode was initially planned to change after the patient's examination, then the primary doctor changed each device setting mode. The patient did not have subjective symptoms, but the patient did note that they felt slight discomfort. The battery had been checked by the nurse that morning and there was no sign of battery exhaustion. When the company representative turned on the epg to try and reproduce the event, the low battery indicator was flashing. The epg was returned to the manufacturer for servicing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.